Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized. The patient developed a blood clot at the left arm after this right ventricular (rv) lead was placed. The patient was prescribed with blood thinners. This rv lead remains active. No additional adverse patient effects were reported.